Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's ipg became inoperable approximately 2 months ago. As a result, surgical intervention was scheduled as the next course of action to address the issue. Follow-up identified surgery took place on 04/25/2016 during which time the ipg was explanted and replaced with a new model.